Event description:
It was reported that the patient presented to the ER after receiving shocks while sleeping. Interrogation revealed patient experienced an episode of ventricular fibrillation for which therapy was successfully deliver ed. Further review showed due to programming, intermittent undersensing after the sensed events was occurring. Programming changes were made and the undersensing remained. The competitor lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.